Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-operation, the blade was used for the first time 20 minutes after use, the blade could not cut normally. Upon inspection, the tail end of the blade fell off while in use on a patient and could not be used for further surgery. The tip of the bur fell off and was removed by the surgeon using forceps and discarded. There was no patient impact.

Manufacturer narrative:
H3: the device and an open pouch were returned in a plastic sleeve. The pouch was open from 3 of 4 sides when returned. There was no damage (no loose or broken parts) noted in the construction of the returned device, except for a little larger than usual gap between hubs. The device was free of contamination when returned. The inner assembly spun by hand with no binding sound observed. The device was loaded into a handpiece and oscillated up to 5,000rpm with no issues. For further analysis, a chicken tissue was used to check for blades¿ ability to cut, and the tip of the blade was cutting through the chicken tissue with no issues. There were no issues observed during the analysis of the returned device. H6: fdm b18, fdr c20, and fdc d1102 codes no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.